Manufacturer narrative:
Additional narratives/data - should have stated "interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016." Rather than "analysis was normal. No anomalies were found."

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: should have been "yes" rather than "no- device evaluation anticipated, but not yet begun (02)". Correction: (B)(4).